Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing impedance measurements greater than 2,000 ohms. There was also loss of capture (loc) at an output of 10 millivolts. The lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory this lead was thoroughly inspected and analyzed. Visual examination revealed that the lead was returned with the helix fully extended and there was dried blood/body fluid noted on the helix and in the helix housing, as well as within the window/neck region of the lead itself. Resistance testing indicated that the lead was not electrically continuous and x-ray analysis of the distal end of the lead¿s terminal pin revealed a separation/break between the coupler and the helix, as well as the presence of loose, metal debris. Detailed analysis of this area of separation within the lead was conducted via computed tomography (CT) scan; the helix weld appeared to have broken free from the coupler. There was an area of missing mass at the coupler end where the weld should reside. The weld mass separated with the helix and remained attached to the end of the helix. The loose, metal debris found in the area of separation most likely was generated by the weld breaking away from the coupler, as no other physical damage was found in this region. Detailed microscopic analysis was then performed in order to further analyze the separated ends within the lead. Evidence of extensive corrosion of the surface of the lead¿s coupler and the helix was observed. Engineers determined that this corrosion resulted in separation of the weld material (that was connecting the helix to the coupler) from the coupler itself. The extensive corrosion observed on the coupler and helix surfaces suggests that this lead was subjected to a continuous current; engineers determined that the corrosion occurred likely as a result of abnormal application of electrical current to the lead due to a failure within device circuitry.